Event description:
The bed hi/low drifts down.

Manufacturer narrative:
The facilities biomedical technician found grease on the beds hi/low drive brake washer, causing the hi/low to drift. The brake washer was cleaned to repair the bed.